Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation and long leaflets for a mitraclip procedure. The septum was pierced successfully and the steerable guide catheter was inserted at a height of approximately 6.7-7cm. A mitraclip xtw was prepped and inserted within the patient, there were multiple attempts at grasping however it was unable to adequately grasp and capture the posterior leaflet. The mitraclip xtw was removed from the patient. A mitraclip ntw was prepped and inserted within the patient, similarly there were multiple attempts at grasping and capturing however it was unable to obtain adequate posterior leaflet insertion. A small flail was noted. The mitraclip ntw was removed. There was no clinically significant delay reported.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping, leaflet capture) appears to be related to challenging patient anatomy (severely restricted posterior leaflet with annular calcification present, enlarged atrium, and prior surgical patch to the septum). The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.